Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on samsung galaxy s24 (android 16) with mmt1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the app logs, medtronic can confirm that the app successfully performed the gatt services discovery and received confirmation from the phone that the discovery was completed successfully. This is not an app issue. The test team is actively attempting to reproduce the issue in order to conduct further investigation using hci logs. Issue not confirmed: to assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right). Uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. If these steps doesn't work please try to restart the pump following the below steps please try this steps on the pump side. Remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). Turn the pump back on. Medtronic proceeding to close the ticket if customer still face issue medtronic request helpline to reopen the ticket, medtronic will investigate the issue further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the mobile device and transmitter were not communicating with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-6101 and mmt-7911na. Troubleshooting was partially performed, and the transmitter blinked when attached to the sensor and began communicating when connected back to the sensor. Troubleshooting was performed for the communication issue, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6101 and mmt-7911na.